Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer (fse) performed a series of troubleshooting actions. These included, but were not limited to, replacing the sample probe, the solenoid valve for the acid line, and rinse line tubes, realigning and adjusting the sample and reagent probes, and the ultrasonic mixers, and decontaminating the water reservoir and fluidic circuits using bleach. Following the fse intervention, no further issue was observed. Several hardware components were cleaned, adjusted, or replaced. As the instrument is now performing within specifications, the root cause is confirmed as hardware-related; however, due to the volume of concurrent corrective actions, the specific failing component cannot be isolated. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine and uric acid assay results for 5 patient samples tested on a cobas 8000 c 702 module. Sample 1: creatinine initial result: 1922 mol/l creatinine rerun result (on the same module): 53 mol/l. Sample 2: creatinine initial result: 806 mol/l creatinine rerun result (on the same module): 104 mol/l. Sample 3: creatinine initial result: 499 mol/l creatinine rerun result (on the other c702 of the same line): 67 mol/l. Sample 4: creatinine initial result: 1452 mol/l creatinine rerun result (on the same module): 69 mol/l. Sample 5: uric acid initial result: 257 mol/l uric acid rerun result (on the other c702 of the same line): 18 mol/l. The rerun results were deemed correct as they were consistent with patient history.